Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a large decrease in estimated longevity. Device data was sent for engineering for review. Data analysis revealed the power consumption was due to an increase in atrial sensing. This device remains in service. No adverse patient effects were reported.